Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 521 mg/dl at the time of the incident. The patient's current blood glucose was 401 mg/dl. The customer reported that they are now getting no delivery and the blood glucose is high. The drive support cap appeared normal (slightly indented).the customer reported one large bubble. The customer will monitor the pump and treat as needed. The customer did treat for the high blood glucose with 10.0 u and are going down. The customer will call back to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.